Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to unknown product performance anomaly. A new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to unknown product performance anomaly. A new device was implanted. No adverse patient effects were reported. Additional information indicated this ICD was not successfully implanted as the device could not defibrillate with safety margin. There were no adverse patient effects reported.